Event description:
We use a number of different models of belimed steam sterilizers. The sterilizers have a programming issue. The belimed company requires their technicians to program cycles. Belimed incorrectly programmed a number of cycles. These cycles are inappropriate for the types of equipment being run and did not follow the specifications provided by the user. The user specified pre-vacuum sterilization cycles. The vendor (belimed) programmed gravity sterilization cycles and titled the cycles "prevac". This error was made on 7/7 machines on multiple cycles over a number of years. This is an issue because device manufacturers specify the proper sterilization cycle parameters for their devices. These parameters were not met as belimed programmed the wrong cycles. Belimed does not have appropriate quality controls in place to identify and prevent this issue. The issue was identified by the user after belimed had been troubleshooting quality issues reported by the user, related to wet packs. Belimed was unable to properly investigate the issue. The belimed technicians did not find this error. After being notified of the issue, belimed was unable to identify the length of time the issue had been happening. Belimed showed that the cycle problem existed over a significantly shorter time than the user found the issue. After showing the belimed service and technician staff the data that the user had proving the issue was more extensive, belimed further investigated and also found that the issue was farther reaching than belimed had discovered. Therapy start date: (B)(6) 2018, therapy end date: (B)(6) 2021. FDA safety report ID # (B)(4).